Event description:
Healthcare professional confirmed, baker grade iii. Healthcare professional, additionally reported, creases.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Later, healthcare professional reported "any creases". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device evaluation: device photograph(s) for the device related to the reported event of crease/folding of implant and capsular contracture was requested on december 28, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease / folding of implant: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Later, healthcare professional reported "any creases". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22/jun/2023. Additional, changed, and/or corrected data: b2, h1.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Later, healthcare professional reported "any creases". The device has been explanted and replaced.